Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read "high" with trace of ketones, however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.